Event description:
It was reported that a user experienced initial difficulty pairing a newly inserted dexcom g6 sensor to the ilet, after which the sensor connected during the call and displayed the warmup countdown; troubleshooting and education were provided, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical attention or hospitalization. Investigation included telephone-based troubleshooting and confirmation of successful pairing and sensor warmup initiation. Investigation of this case revealed normal device function after successful connection, consistent with transient pairing difficulty without hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction during sensor start and pairing that resolved with standard guidance.